Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Event description:
It was reported that the patient was scheduled for explanted for an unknown reason.